Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.

Event description:
As reported by the user facility (translation of user facility information by (B)(4) sales organization in (B)(4)): syringe tip sheared off during infusion, patient could have gone as long as two hours without drugs as the incident happened between 03:30 and 06:00, and was only discovered at checks. Complainant confirmed no patient injury.

Manufacturer narrative:
(B)(4). We received one used omnifix 30 ml ll without packaging connected to one extension line from a competitor. The received sample was taken to a visual examination. At the syringe the luer cone is torn. The luer cone was connected at the extension line from the competitor. Mechanical pre-damage was not detected on the sample. The definite cause for the damaged luer cone could not be found out. We have informed our manufacturer accrodingly. The sample was visually checked according test method for "damages". Damages mean the presence of visible changes to the original shape or surface of individual components or instruments, including their packing. The luer cone of the sample is broken off. No other damages or mechanical pre-damages could be noticed at the sample. The sample show the damage directly beside the connection of the extension line. Because of the position of the damage and the needed high axial force we assume that the damage is caused by the customer. Hence we assss this complaint to be not justified. No indication of deviations in the batch control record.